Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, around week 5 after initial operation (2x open microwave ablation + synchronous right-sided hemicolectomy due to colon tumor obstruction) the patient was presented at the emergency room with fever and leukocytosis. CT-imaging revealed an abscess around the ablation zone which had to be drained percutaneously. The patient had to stay in the hospital for monitoring. The procedure was able to be completed with incident device. The sae was reported as probably being related to the ablation procedure but unrelated to the ablation device. There was patient injury.